Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿thin periprosthetic liquid,¿ ¿displacement of implant,¿ ¿severe inflammation,¿ and ¿capsular contracture baker grade IV¿.

Event description:
Healthcare professional reported right side ¿thin periprosthetic liquid,¿ ¿displacement of implant,¿ ¿severe inflammation,¿ and ¿capsular contracture baker grade IV.¿ healthcare professional additionally reported ¿moderate lipomatous transformation¿; this is not device related. The device remains implanted.